Event description:
It was reported to boston scientific corporation that a securi-t percutaneous gastrostomy tube was used during a replacement procedure performed on (B)(6) 2011. According to the complainant, on (B)(6) 2012, the device was being replaced. When the device was being removed, the internal bolster detached and fell inside the patient's stomach. The bolster was retrieved endoscopically. The physician reported during removal lubricating jelly was used and no resistance was met. The procedure was completed with a new securi-t percutaneous gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous gastrostomy tube was used during a replacement procedure performed on (B)(6) 2011. According to the complainant, on (B)(6) 2012, the device was being replaced. When the device was being removed the internal bolster detached and fell inside the patient's stomach. The bolster was retrieved endoscopically. The physician reported during removal lubricating jelly was used and no resistance was met. The procedure was completed with a new securi-t percutaneous gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed feeding and medication ports to be closed. The c-clamp was not returned. The external bolster was located at the 4cm mark and was without issue. The y-port was without issue. The internal bolster was found to be separated from the device. The distal end of the tubing presented no tearing. Remnants of the internal bolster remained attached the outer diameter of the tubing. The inner diameter of the bolster was slightly jagged and torn. The bolster failure appeared to have occurred while undergoing tensile force during use. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. It most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context. A device history record (DHR) review of lot 14388376 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number (B)(4).